Event description:
It was reported that the user¿s ilet system stopped receiving dexcom g7 continuous glucose monitor (cgm) readings following a sensor failure, which prevented the pump from responding to rising glucose; the user measured a blood glucose of 299 mg/dl via glucometer and later paired a new sensor with assistance. Symptoms included hyperglycemia. Outcomes included no reported health consequences or lasting impact. Investigation included communication with the user and caregiver, and analysis of the information they provided. Investigation of this case revealed no device malfunction, a usage problem, and an improper procedure related to sensor setup and pairing; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.